Event description:
It was reported via repair work order that the footend cover was damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.